Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer stated that he will get 50 mg/dl one day and he will get anxiety attacks and get 290 mg/dl. Customer was offered to troubleshoot for blood glucose but declined because he is going to see his health care provider in 10 days. The customer reported via phone call that he had no delivery alarm during manual prime customer's blood glucose was unknown mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to manually push plunger and verify the insulin exit the tubing. The customer stated the insulin exited the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery with manual prime. Customer pump is working as designed.